Event description:
A user facility reports that an intraocular lens (iol) became stuck in the cartridge of the iol delivery system. It is not known whether there was patient impact/injury associated with this event. Additional info has been requested.

Event description:
The unit manager from the user facility provided add'l info stating there was no pt involvement associated with this product. It was returned due to expiration date and no other reason.